Manufacturer narrative:
(B)(4). Retainer ring = black. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling, fading end cap address label, cracked battery tube area, cracked reservoir tube lip and scratched case.

Event description:
Information received by medtronic indicated that insulin pump had crack at side of battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.